Event description:
This case was reported via regulatory authority (reference number: mw5067029) on 30-dec-2016 and was forwarded to bayer on 25-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("I had to get hysterectomy to get the device out and stop ongoing, reoccurring, worsening pain") in a (B)(6) female patient who received essure. The patient's concurrent conditions included mthfr gene mutation. Concomitant products included antidiarrhoeal microorganisms (probiotics) and multivitamins. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and clinically significant/intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 25-jan-2017: new information reported by consumer - she was 5 weeks post-op and had no pelvic pain. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had to get hysterectomy to get the device out and stop ongoing, reoccurring, worsening pain. This event, interpreted as pelvic pain, is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. She underwent a hysterectomy to remove essure approximately 4 years after insertion. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had to get hysterectomy to get the device out and stop ongoing, reoccurring, worsening pain. This event, interpreted as pelvic pain, is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. She underwent a hysterectomy to remove essure approximately 4 years after insertion and recovered after device removal. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded.